Manufacturer narrative:
Evaluation of the returned red 72 confirmed, the reported kink on the distal shaft. Based on the reported event, this kink was likely, the result of becoming stuck in the rhv. If the red 72 is manipulated at an extreme angle during use, damage such as a kink may occur. The kink contributed to resistance, while advancing the red 72 through a demonstration benchmark max, during functional testing. Further evaluation revealed, ovalization and stretching on the distal shaft. This damage was incidental to the reported complaint. And may have occurred during use. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a benchmark bmx96 access system (benchmark max), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician completed one pass in the target vessel using the red72 and benchmark max. While retracting the red72 and pulling on a 60cc syringe from the benchmark max to remove thrombus, the physician experienced resistance, and the distal end of the red72 became stuck in the rotating hemostasis valve (rhv). Subsequently, the red72 kinked under pressure at the distal end. Therefore, the red72 was removed. The procedure was completed using a new red72, the same rhv and the same benchmark max. There was no report of an adverse effect to the patient.